Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one opening curved on the radius, crease fold and the device was found to be underweight. A microscopic analysis was performed which identified one opening crease smooth on the radius and wear abrasion. Based on the device analysis the final assessment is a crease(smooth) opening on the radius due to fold(flaw) opening.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Additionally healthcare professional reported "hole non-specific." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Additionally healthcare professional reported "hole non-specific." Device has been explanted.